Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was damaged in a fire. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. On the afternoon of (B)(6) 2014, over a month after the start of the alleged issue, the patient claimed she felt symptoms of shaking and tremors. The patient reportedly went to the emergency room (ER). The patient obtained a blood glucose result of ¿23 mg/dl¿ with another device. The patient was administered treatment at the ER (type not clear). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.